Manufacturer narrative:
Uf/ importer report # : (B)(4). Patient weight is unknown. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010 according to the complainant, during the procedure, after the first biopsy was obtained, the forceps had difficulty advancing down the scope. The physician withdrew the forceps, inspected the device and noted that the clevis arms on the forceps were bent. Use of these forceps was discontinued. A second of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.